Event description:
It was reported that the insulin pump had a bolus history anomaly. It was stated that the device was uploaded at the hospital and there was four days of missing data. It was stated that the health professional advised the customer to remove the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.